Manufacturer narrative:
This report is for unknown uss construct/unknown quantity/unknown lot. Additional product codes: mni, mnh, kwp and kwq. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Report was initially submitted on oct 1, 2015, but the FDA site was down. Advised by FDA on oct 9, 2015 to resubmit medwatch. Report was initially submitted on oct 1, 2015, but the FDA site was down. Advised by FDA on nov12, 2015 to resubmit medwatch. Report was initially submitted on oct 1, 2015, but the FDA site was down. Advised by FDA on nov17, 2015 to resubmit medwatch. Report was initially submitted on oct 1, 2015, but the FDA site was down. Advised by FDA on dec 9, 2015 to resubmit medwatch. Report was initially submitted on oct 1, 2015, but the FDA site was down. Advised by FDA on dec 16, 2015 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article; lange et al.(2007) anterior vertebral body replacement with a titanium implant of adjustable height: a prospective clinical study. Eur spine j 16: 161-172. This study was a prospective investigation of the 50 patients who received stabilisations of the thoracic and lumbar spine carried out with the synex titanium vertebral body replacement between feb 10th, 1999 and may 3rd, 2000. The patient group consisted of 21 women and 29 men with an average age of 43.1 (20-77) years at the time of the operation. Out of 50 patients 47 patients were given a combined operation receiving a dorsal internal fixator (uss) with at least one additional cross-link. In remaining 3/50 patients operated upon exclusively from the anterior side, bisegmental instrumentation was performed using one or two non-synthes plate fixators. In 30/50 patients the synex was employed bisegmentally, while in 20/50 anterior spinal fusion was carried out monosegmentally. Complications reported: in a (B)(6) male patient with a clear osteoporotic bone, the synex subsided into the neighbouring vertebral body following intraoperative injury to the endplate. With time bony consolidation took place without further operative revision and with no change of position, after infraction of the endplate of the adjacent vertebra with a 2 degree increase in kyphosis by comparison with the time of the accident. This report refers to subsidence of cage and increase in kyphosis. This is report 4 of 5 for (B)(4). This report is for an unknown uss construct. A copy of the literature article is being submitted with this medwatch.